Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had their previous device for six years but was still in a lot of pain. The patient thought something was wrong with her old pump or there was a malfunction with it. The patient questioned why her experience with her new current pump would be so dramatically different. It was noted her quality of life now and pain coverage was much better. It was also reported, the patient¿s health care provider (hcp) could not tell the patient why the new pump was working so much better for her now. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.